Event description:
The customer reported that the images were grainy and the quality was so bad that they were unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.